Event description:
During preparation of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that a pump jam occurred on the roller pump in the vent position. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Note: the complaint is unconfirmed by the field service representative (fsr). The fsr examined the pump during the next scheduled preventative maintenance visit at the user facility. He could not reproduce the reported failure. The fsr ran the tubing on tight occlusion on the roller pump for about thirty minutes and was unable to reproduce the reported failure. He performed standard preventative maintenance procedures on the pump and cleared it for clinical use. No additional action will be taken at this time.